Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 05-feb-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the preloaded device was received with viscoelastic residue not evenly distributed throughout the cartridge. A crack was observed from the cartridge tip to the cartridge. No issues were identified with the lens module or device assembly. No foreign material was identified. The complaint issue "foreign material - loose" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b, explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1, telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion of an intraocular lens (iol), a piece of plastic was detected. The doctor removed the plastic during the procedure and no patient injury occurred. No further patient involvement or adverse effects were reported.